Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had cosmetic damage. The customer¿s blood glucose level was 300 mg/dl at the time of the incident. The customer stated that parts of the plastic have fallen off of the insulin pump and damage to the o ring. The customer stated that reservoir was lock in place but gotten over sometimes. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed self test. No unexpected missing segment/partial display anomalies noted. Insulin pump received with broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.